Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the left epidural lead moved through normal activity to his knowledge. It was unknown what led to the event. There was a return of pain. An x-ray was taken and reprogramming was completed with no luck. At the time of the report, the issue was not resolved. Surgical intervention of revision was to occur on the friday following the report. Relevant medical history included spinal pain and failed back surgery syndrome.